Manufacturer narrative:
Advanced bionics no longer considers this event reportable. The recipient was not explanted. This is the final report.

Event description:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.